Event description:
It was reported that post implant, a low sensing threshold was observed. The max sensitivity was reprogrammed and a dft was performed. The device successfully terminated the vt/vf. An inappropriate ventricular pace was seen shortly after the dft testing. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.